Event description:
(B)(4). Received from hospital states that patient was revised to address pain due to loosening of the cup. Intraoperatively, the patient was also found to have significant metalosis and abductor damage from the metalosis. The cup was grossly loose. Update rec'd 10/29/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. A stem is being added to address the metal on metal allegations.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/30/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported dislocation, difficulty walking, pseudotumor, loosening, sleep deprivation and weakness related to muscle deterioration. There was no psuedotumor reported in the revision surgical report or any tests results confirming pseudotumor. There were no lab results for the alleged high metal ions. The dislocation applies to (B)(4). There is no new additional information that would affect the existing investigation. The complaint was updated on: dec 16, 2015.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed loose cup and metallosis. No labs were provided for the alleged high metal ions. Part/lot is being added for the unknown stem.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.